Manufacturer narrative:
Stn # bn 880217terumo bct, inc. (Importer) is submitting this report on behalf of fujinomiya factory of terumocorp., (manufacturer). Exemption number: e2015056.investigation is in process. A follow up report will be provided.

Event description:
The customer reported elevated white blood cell (wbc) content in a filtered whole blood unit. There was not a transfusion recipient or patient involved at the time of whole blood processing,therefore no patient information is reasonably known at the time of the event. (B)(6).

Manufacturer narrative:
This report is being filed to provide additional method code:c91987, reserve sample tested from same lot, no failure detectedinvestigation: one set of blood bags from the collection set were returned for evaluation.the leukoreduction filter was tested for flow rate and air leaks. A slow flow rate of 5ml/minwas noted and it was confirmed there were no air leaks. The manufacturing records, testrecords, and inspection records were reviewed for abnormalities and none were found. Therecords regarding the particulate removal rates of the filter membranes were reviewed. Allmembranes conformed to established specification. Shipping testing was performed on thereserve samples from the reported lot number. The reserve samples were also visuallyexamined and the solution volume and solution composition were tested with no abnormalitiesnoted.root cause: a definitive root cause for the observed elevated wbc count remainsundetermined at this time. Based on the available information, it cannot be ruled out that thehigher-than-expected wbc content in the whole blood product could be due to an occlusion,blood may have been filtered by a smaller that usual filter area. As a result, linear speed mayhave increased and leukocyte leakage may have occurred. As an increase of wbccontamination complaints were noted from previous lot number, further investigation wasperformed. Investigation results indicated that the cause of higher-than-expected wbccontent in the whole blood product was due to the maximum pore size of the filter membraneis likely to increase according to the combination of multiple parameters in manufacture ofleukoreduction filter membranes and wbc contamination is likely to occur frequently in theproduct lots of which the maximum pore size of the filter membrane has increased. Theinstructions for use provide a caution to not squeeze or apply pressure to the filter while it isattached to the bag containing the filtered blood and also to clamp the blood filled tubingbefore blood enters the filter in order to avoid leukocyte leakage.corrective action: an internal CAPA has been initiated to review the combination of themultiple parameters suggested the tendency of the increase in the maximum pore size of thefilter membrane. Manufacturing specifications were updated to narrow the range of theparameters in manufacture of filter membranes and it was confirmed that the appropriate levelof the maximum pore size of the filter membrane was achieved.